Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown; medical device expiration date: unknown; unique identifier (UDI) # unknown; device manufacture date: unknown. Results: a sample was not returned for evaluation. The defect could not be confirmed from the photo. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bio 701 container with insulation had locks that wouldn't close correctly, they see to get loose and the container can not be closed. No injury or medical intervention reported.